Event description:
It was reported by svc report that the retaining post screw was broken-off and there were missing fasteners for the foot-end assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Screws for foot end assembly.